Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare field representative that the alarm does not sound on the mr850 respiratory humidifier. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare service centre in (B)(6) where it was inspected by a trained service engineer. Results: performance testing revealed that the audible alarm could not be heard. The visual alarm was operational. Previous investigations into this type of failure have identified that the problem occurs when the buzzer becomes faulty. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is expected but has not yet been returned to fisher & paykel healthcare for investigation to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare field representative that the alarm does not sound on the mr850 respiratory humidifier. No patient consequence was reported.